Event description:
It was reported that prior to the start of a da vinci-assisted colorectal surgical procedure, the customer encountered a 40096 error, with all leds displaying yellow. Prior to calling, the customer attempted three restarts with no change. The technical support engineer (tse) then guided the customer through a hard power cycle; however, the system powered up with the same issue. The tse also noted error 311 in the system event logs. The customer decided to cancel the case. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse reprogrammed the patient side cart (psc) to resolve the issue. No part replacement required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.